Manufacturer narrative:
E.1 initial reporter addr 1: no. (B)(6). E.1. Initial reporter facility name: (B)(6) hospital . H.6. Investigation summary: material #: 364314 lot/batch #: 2350185 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, there was an object on the tip of the needle. No patient impact. The following information was provided by the initial reporter: "when the patient's blood was taken, the package was opened, and there was a white unidentified object at the tip of the needle."